Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a sleeve gastrectomy. On the first use of the stapler there was a loading problem. The reload was attempted with the handle but the stapler would not fire and the knife did not come out. It is unknown how the case was completed. Patient impact and status were not provided.